Event description:
Adverse event(s): "has trouble reading up close" (vision, impaired). Product problem(s): "non reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol)implant surgery, he is having trouble with reading anything up close, even with the use of readers. He stated that the lens "works perfect for distance vision". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 08/17/2010, 08/23/2010 and 09/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).